Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual inspection, it was noted that the returned ar-1588rt-2j has the suture tape damaged. The loop was observed to be frayed. No problem was found with the blue and white/black sutures returned. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. The sutures will break when pulled against the edge of the hole in the button (not perpendicular). (B)(4) was implemented to improve the design of the button to reduce these failures due to misuse. The most likely cause of this condition is user error.

Event description:
On 04/19/2023, it was reported by an arthrex employee via email that an ar-1588rt-2j tightrope ii rt guiding sutures were torn off while guiding the graft to the femoral side. This was discovered during an acl procedure on (B)(6) 2023. Additional information received on 4/20/2023: the case was completed using the new ar-1588rt-2j tightrope ii rt. All broken sutures were removed from the patient.